Event description:
The patient advised the FDA that after treatment with the intensity 10, the physical therapist was turning off the tens unit when it malfunctioned and "electrocuted" him. The pt had to remove the batteries from the device to get it to stop. This resulted in burns and increased paralysis and nerve damage, per the patient. Physical therapist did not believe the patient had any residual disability from this incident, but she did say they had to start all over again with therapy. His functionality and range of motion has lessened and he seems more subjective to pain. Office manager noted that immediately after the incident there were no burns. Later that day the patient phoned back to clinic stating that he had bruising. When the patient returned on (B)(6) there was not any evidence of bruising or burns. At the time this complaint was originally evaluated, it was determined that there was no evidence that the end user had suffered a "serious injury" as defined in 21 cfr 803. However, it was determined that if the event to were recur, it could result in a serious injury, so compass health determined that we, as the importer, were required to notify the manufacturer of this event. The device has been returned and inspected. The device was tested and both channels were in spec range however the waveform was unsteady. Compass health subsequently received notification via 4/18/16 letter from attorney that end user sustained 2nd degree burns, nerve damage, arm numbness up to his elbow, aggravation of existing arm injury. As such, the reporting classification will be changed to FDA reportable (from manufacturer-only reportable), so this MDR is being filed with FDA.